Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia, describing a blood glucose spike to 383 mg/dl after entering a reduced ¿less than breakfast¿ meal announcement 5¿10 minutes before eating while using the ilet with a contact detach 23" 6 mm infusion set; no alarms or leaks were noted, and glucose returned to range without manual insulin or supply changes. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.